Event description:
It was reported that the pt had a cerebrospinal fluid leak and a seroma in the stomach and back area. The pt was admitted to the hospital for a week in 2007. A "pump" was used to drain the fluid. The pt was discharged "with a plug that the husband drained every four hours for approx 10 days". The plug was taken out and allowed the incision to heal. This took a few months and then the seromas finally were absorbed. The pt also experienced severe pain and spasms at the base of the spinal column. It is unk if they were associated with the seroma.

Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient.

Event description:
Additional information was reported by the consumer on (B)(6) 2016. The indication for use was non-malignant pain and chronic low back pain. It was reported that the patient is allergic to metal and the healthcare professional thought that the seroma in 2007 was the body's way to protect itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 06/27/2017 reported the patient's body began to develop seromas at the pump pocket site due to being "allergic to metal". It was stated that the patient believed their body responds to the pump by making the seroma because of the "allergic to metal" as previously stated. It was stated that the patient becomes "immune to medication really easy" and so the patient had to use other drugs in the pump that did not work "at all." The patient did not remember or know what drugs they had tried that did not help them. It was unknown what drug was in the pump at time of event. No further complications were reported/anticipated.